Event description:
On 06/30/2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 501 mg/dl with extreme drowsiness, lethargic, nausea and confusion associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and was hospitalized and was treated by their healthcare provider with insulin via injection, IV fluids and other unspecified treatment. Troubleshooting was unable to be completed at the time of the call and the reporter could not be reached for additional information. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.